Event description:
It was reported that the atrial lead had high thresholds. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product event summary: the distal segment of the lead was returned, analyzed and no anomalies were found. It was noted that there was blood on the distal end electrode, there was blood/body fluid on the proximal and distal conductors (not obstructed, the outer insulation was melted, and there was apparent explant damage.